Event description:
During preparation for a coronary artery bypass surgery, for a cornary artery bypass graft surgery, four heartstring seals unravled while loading the seals into the delivery tube. The fifth seal didn't deploy out of the delivery tube. The hospital did not provide any additional information. No patient complications were reported.